Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to the clinic because his artificial urinary sphincter (aus) was not performing as expected. The patient stated that his urine leakage had increased. Upon explant it was noted that a fluid leak was present in the device. A replacement surgery was performed in which all the components were removed and replaced. There were no patient complications.